Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1242. It was reported the pt's scs system was having high impedance issues and was experiencing an increased charge burden. Her physician replaced the lead and ipg with new ones.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.